Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for cobas integra creatinine plus ver.2 assay (crep2) on a cobas 8000 c 502 module. Patient 1 initial result was 119.3 umol/l. This result did not correspond to the patient¿s previous result and the sample was repeated on a different module with a result of 81.5 umol/l. The repeat result was believed to be correct. On (B)(6) 2024 patient 2 initial result was 147.6 umol/l. The repeat result was 111.5 umol/l.

Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. Reagent issues were excluded since calibration and qc were acceptable. The field service engineer (fse) adjusted and cleaned the sample and reagent probes, adjusted the gear pump pressure and cuvette filling and replaced the sampling mechanism assembly. The customer has not complained of any further issues since the service visit. The investigation determined the service actions resolved the issue.